Manufacturer narrative:
The device was returned for evaluation. No defects or deficiencies were identified. Unable to confirm the kinked cannula or to determine if it could have contribute to the reported hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customers blood glucose (bg) level read 20 mmol/l (360 mg/dl) after wearing the pod for longer than 48 hours. Customer reported that the cannula was kinked and out of the insertion site.